Manufacturer narrative:
The pump was received with blank display due to moisture damaged electronic assembly. There was also moisture damage noted in the motor during visual inspection. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that they accidently submerged their insulin pump in water and it is no longer working. The customer's blood glucose level at the time of incident was 93mg/dl. The customer states they forgot they had the device on, when they went into the ocean. The customer states there is fluid under the lcd display. The customer was advised that the device would be replaced and returned for analysis.